Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of a right hip in 2012. The primary surgery was carried out in 2009. The patient presented with swelling in 2010 and a first revision was carried out in 2012. Infection was suspected but not discovered.